Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a myocardial revascularization procedure on an unknown date and suture was used. The needle broke during anastomosis of the saphenous vein in the myocardium. No fragments were retained. There were no adverse patient consequences.